Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. Healthcare professional indicated they did not record the lot number. The events of induration, swelling, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 3.5 months after injection juvederm voluma with lidocaine in the tear troughs, cheeks, lower face, and jowls, patient developed induration, pain, and mild swelling in the lower face, mentum, and marionette area. Patient was treated with hyaluronidase; and symptoms resolved approximately 2-3 weeks after onset.